Event description:
It was reported that the customer experienced high blood glucose levels (600 mg/dl). Customer uses humalog and changes out her cartridge and insulin every three days. She received manual injections to stabilize her blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted.